Event description:
Caller reported that the t:slim x2 pump battery was not charging. However, there was no adverse impact to the customer¿s blood glucose level. During the call, the customer discovered that the pump began charging and reached 100% using the original charging supplies. Consequently, no further assistance was required.